Manufacturer narrative:
Updated: d4 primary UDI #, d10, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, however, possible causes of the issue are: - the tip cover was not properly attached. - stress such as friction caused by twisting or pushing and pulling inside the body cavity and interference with the mouthpiece was applied to the tip cover during the incident. The event can be prevented by following the device IFU sections below: instructions, operation manual, chapter 3 preparation and inspection_3.5 attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information has been received from customer.

Manufacturer narrative:
Full e1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope distal end cover fell off inside the patient¿s body. When checked, the cover had fallen into the oral cavity. This issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with the same device. There were no reports of patient harm.